Event description:
A customer in (B)(6) reported their thinprep 5000 processor with autoloader etched a wrong vial ID onto a slide. The error was caught by the customer at the time and no patients were affected. Hologic's field service engineer (fse) was unable to confirm the error. This is considered a reportable event since the thinprep 5000 processor did not perform as intended.